Event description:
It was reported that the pt underwent re-hospitalization and elective angiography after the mini vision stent was implanted due to angina. The pt was revascularized on the target lesion at the six month follow up visit (the date of the stent implant is unknown) due to in-stent restenosis.